Event description:
It was reported a bladder neck suspension procedure was initially performed without incident. Sometime post-procedure, the pt returned with an abcess in the anchor area. Both anchors were removed. No further info regarding the circumstances surrounding this event are available. The device was not returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation or pullout of bone anchors...infection is a potential complication of any surgical procedue. Aseptic technique must be adhered to throughout the procedure."